Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump with case attached. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge per guidance, removed loose O-ring from pneumatic tap, cleaned area, and successfully reloaded cartridge, after which insulin therapy was resumed without further issue.